Event description:
It was reported that in emergency pediatrics, when trying to advance the guide wire from the advancer into the patient's right subclavian, the guide wire could not be smoothly advanced resulting in a kinked guide wire. A new kit was used without issue. A delay was reported. However, no additional complications, patient injury or death was reported.

Manufacturer narrative:
Qn# (B)(4). No sample is expected to be returned for evaluation. A review of manufacturing records will be conducted. If there are any relevant findings, they will be provided in a follow-up report.